Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 15-dec-2017 - device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation, call service alarms: 052, 054 and 088 were found in the pump¿s history. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the original complaint moisture was visible in the display. The pump¿s case was cracked near top right corner of display. A leak test was performed and a leak was found in the pumps casing. The pump was opened, and moisture damage was found on the printed circuit board. The display was found to be dim with a red hue.